Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, yellow particle in the shell and deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued email : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsulated" and "feels hard".

Event description:
Patient reported that the device has become "capsulated" diagnosed by MRI and ultrasound. Patient also reports experiencing pain daily. Healthcare professional later reported "feels hard". The device remains implanted. This record relates to the left side.